Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A device history record (DHR) review indicates the device met all manufacturing specifications, and therefore the failure was unlikely related to manufacturing. The labeling review found that the product IFU states: the fiberlase co2 fiber is intended for use in non-contact mode. If the tip is damaged during surgery, it can be quickly repaired using the fiberlase fiber renewal kit (see instructions on procedure for renewal of the fiberlase fiber tip section). Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that prior to procedure there was a laser fiber that broke at the glass tip prior to use. Another of the same fiber was used to complete the procedure. There was no patient complication.

Event description:
It was reported that prior to procedure there was a laser fiber that broke at the glass tip prior to use. Another of the same fiber was used to complete the procedure. There was no patient complication.